Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report a date/time issue with the pump. No further information was provided. The technical support representative contacted the reporter to obtain further information and to troubleshoot the pump; however was unable to reach her by telephone. There was no report of patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.